Manufacturer narrative:
It was reported that a patient underwent a phacoemulsification with intraocular lens implant of the left eye on (B)(6) 2015 and suture was used. During the procedure, the tip of the needle broke off in the patient¿s eye. Due to the small size, the remaining piece of the needle was not seen or realized and was left in the patient. The patient returned to surgery on (B)(6) 2015 for removal of remaining needle tip from the left cornea. The needle tip was removed and there were no known post-operative complications. The current condition of the patient was reported as stable.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually examined and no defects were found.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an eye surgery on (B)(6) 2015 and suture was used. During the procedure, the tip of the needle broke off in the patients eye. Due to the small size, the remaining piece was not seen and neither surgery or staff realized the foreign object was left in the patient. The patient returned to surgery on (B)(6) 2015 for removal of remaining needle tip. The patient had unknown post operative complications and returned to the or days later. Additional information has been requested.